Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an e224 error message was displayed with no image due to a faulty cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the camera head had no image when plugged in. There was no report of patient harm, procedural delay, or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction of communication failure is due to cable failure. The event can be detected/prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device